Event description:
It was alleged by the patient that the expiration date printed on the test strip vial was "2025 (B)(4)" which is invalid. The actual expiration date should be labeled as (2024 (B)(4)) on the test strip vial for lot number (690378). The test strips are expired.

Manufacturer narrative:
Correction - the test strip lot number was updated in section d4 based on the returned product.